Manufacturer narrative:
This report is being submitted as follow up no 2 to provide the additional information received in section b5.

Event description:
Additional information was received on 02jan2025: no closure device was used. The sheath was sheared and cut off when attempting to get additional veinous access with a needle.

Manufacturer narrative:
D4: lot number: unknown, d4: expiration date: unknown due to unknown lot number, d4: UDI: unknown due to unknown lot number, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, h4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician was getting prepared to perform an afib ablation procedure. All abbott products (ensite x patches, and inquiry decapolar cather model 81102) were functioning properly without incident. Veinous access was obtained in the left groin without incident. Model was collected from the left groin up to the right atrium and into the cs with the inquiry. No problems reported. The physician then got access in the right groin using two terumo short 8fr sheaths. The second access went through the first sheath inside the vein. The first sheath was sliced in half and left unretrievable inside the right femoral vein. A vascular surgeon was then consulted, and the afib ablation was canceled. The inquiry was removed from the cs without incident, and ensitex was shut down. Vascular surgery then proceeded to assist with the removal of the remaining sheath. The vascular surgeon and the electrophysiology (ep) physician decided to try to snare the remaining sheath out of the vein. This was successful, and no cut down was needed. The procedure then proceeded with the radiofrequency ablation for atrial fibrillation (rf af) ablation without any further complication. Pulmonary vein isolation and typical atrial flutter ablation followed. Additional information was received on 15oct2024: two 8fr terumo pinnacle sheaths (ref. 70-8160). Lot number was not provided. There was no defect/issue with the second sheath. The two sheaths were being used through two different kits. The patient was stable and discharged.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath breakage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. With limited information and an unclear allegation, the likely root cause of the sheath separation cannot be determined. It is possible the second terumo 8fr sheath was inserted through the first terumo 8fr sheath, causing the sheath to split. The sheath is designed to be used with catheters and is not compatible with other introducer sheaths. The pinnacle IFU was reviewed, and it states: "the pinnacle introducer is used to facilitate placing a catheter through the skin into a vein or artery. Sheath: the sheath can be used with a catheter of the same fr. Size or up to two fr. Sizes smaller without blood leakage at the 1-way valve." Review of device history record (DHR) could not be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).